Manufacturer narrative:
The reported events were premature battery depletion and lack of bluetooth (ble) telemetry. Reported event of premature discharge of battery was not confirmed. Reported event of no ble telemetry was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open and analysis revealed device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was normal based on device usage. Further analysis performed after installing new battery found no anomaly.

Event description:
New information notes that the insertable cardiac monitor (icm) explanted. There were no patient consequences.

Manufacturer narrative:
New info explant: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of bluetooth telemetry possibly caused by premature battery depletion on the insertable cardiac monitor (icm). Programming changes were attempted to resolve the issue however did work. The patient condition was unknown.